Manufacturer narrative:
The water leakage problem was due to the need of programmed maintenance of the diode chiller. The lower power problem was due to a damaged oc mirror inside the resonator. After the maintenance of the diode chiller and after the replacement of the oc mirror inside the resonator, the laser system restarted to work. We are unaware about patient injury.

Event description:
The laser system has the following problems: water leak during pre case testing, low power error. Laser would not produce energy during test fire and the procedure was canceled.